Manufacturer narrative:
The reported event of incorrect measurement was confirmed. As received, the device was received with battery voltage at end of life (eol) for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Both elective replacement indicator (eri) and end of life (eol) were not triggered when battery reached eri or eol levels due to eri and eol trims programmed at 2.49 v. No other anomalies were identified.

Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the elective replacement indicator was not triggered for the device while it was triggered back in (B)(6) 2023. The reported device was explanted and replaced on (B)(6) 2023. The patient was in stable condition.